Manufacturer narrative:
(B)(4). Exemption number: e2014018.

Event description:
It was reported that there was an intraoperative issue with the vega ps removable trial femur box f6. During a total knee surgery, upon impact the tab broke off the device. No patient harm or surgical delay reported.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Correction: h1. Malfunction: was not added on the original complaint. H3. Not evaluated reason: device not returned.

Event description:
Country of complaint: USA. During a procedure of a total knee surgery, upon impact the tab broke off the device.